Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 10 infusion sets cannula kinked events on 12-june-2024. The patient noticed symptoms three or more hours after insertion. The infusion sets has been used for two hours. Insertion site was abdomen or upper thigh. Patient regularly rotate site location. Furthermore, patient confirmed the introducer needle was ahead of the cannula prior to insertion. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 2 of 10.